Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-10105.

Event description:
The customer reported his sensor readings were off by 100 points. The customer also stated that he received a calibration error and a change sensor alert, which caused him to change the sensors early. The customer's blood glucose was 600 mg/dl. However, customer stated he received a low reading from his sensor that triggered his insulin pump to go into a threshold suspend. The customer treated based on the sensor reading and stated that he over-treated. He experienced excessive thirst and muscle cramps as high blood glucose symptoms and treated with manual injection. Nothing further was reported.